Event description:
It was reported that this left ventricular (lv) lead had dislodged, upon putting run through wire into lead to retain access to the vein, the wire would not advance past a block of tissue within the lead. Lead was explanted and replaced. No adverse patient effects were reported.